Event description:
It was reported that the patient underwent a spinal fusion procedure using rhbmp-2 and unknown hardware in the lumbar spine. The patient continued to experience pain post-operatively and approximately two years later, the patient underwent a second spinal fusion procedure using rhbmp-2 and unknown hardware in the cervical spine. Patient is reported to have "failed back surgery syndrome." The patient continues to experience "unrelenting" pain and since surgery has developed breathing problems while sleeping. The patient's pain is being treated with narcotic pain medication (morphine) administered via implantable pump. Reportedly, the narcotics have led to central apnea. The patient had a tracheostomy in which a tube and inflatable cuff were surgically placed in his trachea to connect to a ventilator at night to relieve the apnea.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.